Event description:
A customer reported a malfunction with the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was informed to use multiple daily injections (mdi) as a backup therapy.